Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging raspatory issue, difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged respitory issue, difficulty in breathing. There was no report of serious or permanent patient harm or injury. This notification was reviewed by the pms clinical expert due to the patient reported difficulty in breathing. Patient reported the device was not functioning and was not putting out the right amount of air during the night. Patient reported difficulty in breathing, this event was reviewed by the pms clinical expert and were assessed as possibly related to the product problem with the device and/or user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. Patient reported device is not functioning and is not putting out the right amount of air during the night. Thus, the device in this case, may have caused or contributed to the alleged serious injury. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2, h1 and h6 were updated in this report.